Manufacturer narrative:
As per the product labeling, customers are instructed that the negative and positive controls must be included with each test run. If either control is invalid, the customer must repeat the entire process (specimen and control preparation, amplification, and detection). As reported by the customer, patient results that were generated within a test run that contained an invalid control were reported. This is an off-label practice that may result in the release of erroneous, but believable, results. A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
In the initial report, all conclusions were made. The following statement was incorreclty included in the initial report:"a definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report."the intital report was both the initial and final report. There will not be any follow up reports to the initial report.(B)(4).

Event description:
A customer site in the united states has been releasing test results from invalid test runs while using the cobas ampliprep / cobas taqman hiv-1 test version 1. The customer specified that they load two sets of controls on each run. If one set of controls is valid the customer uses this to release the results. As per the product labeling, the test run should have been invalidated and repeated. It is unknown whether any of the invalid results were inaccurate and/or lead to an incorrect patient treatment decision/change.